Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.50 x 20 synergy ii drug-eluting stent was selected to treat the lesion. However during preparation, it was noted that the stent came off the balloon. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the delivery system and was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Clear pillowing is evident on balloon caused by crimping. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.  (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.50 x 20 synergy ii drug-eluting stent was selected to treat the lesion. However during preparation, it was noted that the stent came off the balloon. No patient complications were reported and the patient's status was okay.